Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent osteosynthesis surgery with the products in question. The patient was injured at the end of the year 2024 and was unable to undergo surgery due to medical factors, and the surgery was performed approximately 4 weeks after the injury. The plate in question was used in 2 parts (longitudinal liss in distal fragment). Postoperatively, the patient was allowed to flex as much as possible while wearing a knee brace. After the surgery, on (B)(6)2025, the sales rep was informed that the distal screw failed and bone fragments were re-dislocated. The surgeon commented that one factor was that there was a bone defect in the area of the distal fragment, but only a short screw was inserted and the bone fragment was not fully captured. He mentioned that future measures include: standard size and immobilization to cover the entire area or consider a 3-hole plate even for simple fractures, and implementation of suture reinforcement. Future plans are to perform tbw (tension band wiring) after plate removal. All available information has been disclosed for reporting. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: trauma/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown, therefore the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.